Manufacturer narrative:
The device was returned to mmdg where it was evaluated, the pump log reviewed, and functional testing was performed. Mmdg was unable to confirm the complaint of under-infusing, however during visual inspection it was found that the pump hinges and cassette had been cracked though wear and tear from heavy use. The device was repaired and returned.

Event description:
The initial reporter stated that an infinity pump did not dispense as much formula as it should have. The initial reporter states that they placed 500+ ml of formula in the bag with a rate of 55 ml an hour. They state after six hours there was still 310 ml left in the bag. No adverse effects or harm to the patient was reported. [(B)(4)].